Manufacturer narrative:
Detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the coil broke requiring additional intervention. An embold packing coil was selected for use in a celiac bleed embolization procedure. During placement of the coil into the 3-4mm vessel, resistance was felt. The coil was pulled back; however, the coil stretched and snapped in the vessel. A snare was used to remove some of the coil. The patient was hospitalized beyond standard of care, and another case was scheduled to retrieve/snare the remaining portion of the coil from the aorta. The issue is ongoing.

Event description:
It was reported that the coil broke requiring additional intervention. An embold packing coil was selected for use in a celiac bleed embolization procedure. During placement of the coil into the 3-4mm vessel, resistance was felt. The coil was pulled back; however, the coil stretched and snapped in the vessel. A snare was used to remove some of the coil. The patient was hospitalized beyond standard of care, and another case was scheduled to retrieve/snare the remaining portion of the coil from the aorta. The issue is ongoing.

Manufacturer narrative:
MFR evaluation: the complaint device was not received for analysis. The media submitted with the complaint has been thoroughly examined and evaluated to reveal an x-ray image of what appears to be a microcatheter near a spinal column with a coil a few centimeters away from the tip. The image does not confirm a damaged device. Detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.